Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 9617604-2024-00354. The date of that submission was 26 apr 2024. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.

Event description:
It was reported that the product was leaking. This was identified at the hospital prior to use. The actual sample is contaminated with cytotoxic solution and cannot be returned for investigation. It was confirmed that the leak was contained within the sealed purple pouch. There was no spillage or skin contact. Confirmation also received that there was no damage observed to the packaging and the customer could not identify the source of the leak. A sample photo was provided by the customer. There was no patient involvement, no delay in therapy, no adverse event, no injury reported to be associated with the event, no medical intervention required and no harmed as a result of the reported event.